Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was empty. It was reported that the patient had a hard time making decisions for themselves so the hcp was unsure if the patient missed the refill or just didn't schedule one. The hcp reported that they would bring the patient back in the next week to refill the pump. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.